Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the receiver display screen became frozen. No additional event or patient information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and a screen error alarm and firmware error were observed. The reported event of a frozen display screen was confirmed during log review. A root cause could not be determined. The pediatric patient was using a receiver approved only for adults. Labeling indicates: the system is not approved for use in children or adolescents, pregnant women or persons on dialysis.